Event description:
Device malfunction: thumb advancer resistance. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during step 3 (sheath splitting) the operator felt strong resistance while advancing the thumb advancer. The safety release mechanism was activated, releasing the device from the tissue tract. Manual compression was applied to achieve hemostasis. There were no reported patient adverse effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number will be provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.